Event description:
During the pfa procedure, the irrigation tubing detached. During device preparation, the volt catheter lumen was purged with a 50ml syringe and no wire without issue. Once the wire was introduced and the second purge was performed, the irrigation port detached and remained connected to the syringe. The device was able to be flushed, and the lumen was clamped down. The device was not replaced, and the procedure was completed with no adverse consequences to the patient.